Manufacturer narrative:
One scr replace friction-fit gold & ti abut int hex (mhlas) and one imp,tsv,mcol mg,4.7mm,10m (tsvmwb10) implant were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions, tooth location and the duration of implanted time are unknown due to limited information provided by the customer. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported products (tsvmwb10 & mhlas) are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the ((B)(6)) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction and the reported events could not be verified as the exact details of event were non-verifiable and the products were not returned. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative h3 other text : device not returned

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510k: k101880. Device manufacturer date unknown / not provided.

Event description:
It was reported that when attempting to replace a new screw, it would not engage in the implant threads. Dr believes the internal threads of the implant may be damaged and requested rethreading tool to retap the implant threads. Patient is coming back to attempt to replace screw and the doctor will follow back up if he is unsuccessful. Tooth location not reported.